Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow and down arrow buttons have been difficult to press and intermittently unresponsive for the past couple of weeks. He noted that the buttons still click and spring back as expected when pressed. The pt denied physical damage to the rubber keypad; denied exposing the pump to moisture; and stated that he wears the pump in his pocket with a clip.